Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased from 4 years to 1,5 years over the course of six months. A request was made to have data from this device analyzed, however, the patient is not on latitude and instructions were sent to the health care professional (hcp) on how to send the device data for analysis. The device data has not yet been received. The device model/serial is unknown at this time. The device remains in service. No adverse patient effects were reported.